Manufacturer narrative:
The customer reported that the system shut down. There was no reported patient harm. The company service representative examined the system and was unable to replicate the reported event. A review of the system¿s event log shows no related system messages. The customer¿s reported system shut down was not able to be confirmed. The power supply cable, the power distribution printed circuit board (pcb), and the central processing unit (cpu) host were replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on june 23, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut down on its own prior to a surgical procedure. The system was rebooted to initiate and complete the case. There was no patient involvement.